Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1757) have been reported from the same facility.

Event description:
It was reported that the catheter was noted to be kinked prior to insertion. The device was not used on the patient. This file addresses the first of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter kink is confirmed but the exact cause is unknown. One photo sample of a perqcath was returned for evaluation. An initial visual observation of the photo showed catheter bunching near the distal end of the securement wing. The entire catheter is not visible in the photo provided. No use residue was observed. Based on the description of the reported event and photo sample provided, possible contributing factors include improper flushing before use, rapid stylet removal, retracting stylet against force and advancing catheter against resistance. The photo sample allows for the confirmation of a kinked catheter but does not provide enough information to determine root cause; consequentially, the complaint is confirmed, cause unknown. A lot history review (lhr) of reaq1757 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1757) have been reported from the same facility.

Event description:
It was reported that the catheter was noted to be kinked prior to insertion. The device was not used on the patient. This file addresses the first of two devices.